Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the upper latch switch bracket nylon screws to be loose, allowing the upper latch switch to move in and out from the upper door latch. This will trigger an intermittent open/closed switch connection, causing an ec 322. One occurrences of ec 322 was found during the ehlr portion of the evaluation. The device was determined to not be operating within specification in relation to the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump "stopped working and showed system error 322 - link switch error (low) on the screen" in the micu. Octreotide was infusing at a dose of 50 micrkilograms /hr at a rate of 10ml/hr. It was also reported that there was no pt injury.